Event description:
Customer reported obtained results of 343 mg/dl, and 127 mg/dl on the same device within 10 minutes. No action was reportedly taken based on device results and no adverse event reported. Level 2 quality control was used and reportedly fell with acceptable limits. Requested return of suspect device and replacement was sent.